Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of this incident, the technical support specialist (tss) confirmed that customer resolved the issue and no further investigation required for this device. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to access medlink and pyxis. The customer reported reaching out to hit, but was advised to contact pyxis. She mentioned that hit had already confirmed her account was active and not locked. There were no delay, no adverse events or injuries reported based on this event.